Event description:
Revision surgery- the djo head was removed, due to competitor's cup and liner need to be revised. The sales representative intends to follow up with the surgeon to obtain original surgery information.

Manufacturer narrative:
The reason for this revision surgery was not reported. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record and the product complaint report history could not be conducted without information regarding the part and lot numbers. The root cause was most likely due to the revision of another manufacturer's device (mako surgical).